Event description:
A surgical technician at the user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.